Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2022-02049. It was reported that one of the patient's leads had migrated. Additional information was received that the patient's other lead was fractured. Surgical intervention was undertaken wherein the scs system was explanted and replaced. Effective therapy was established post-operatively.